Event description:
Tibial impactor tip broke inside the impactor handle. There was no delay in surgery or adverse impact to the pt.

Manufacturer narrative:
Tibial impactor tip broke inside the impactor handle. There was no delay in surgery or adverse impact to the pt. Review of the device history record indicated that the device was manufactured to specification.